Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 10 patient samples on a cobas e 411 immunoassay analyzer. The customer was having calibration issues with the na electrode and replaced it before repeating the samples. For patient 1, the initial na result was 134 mmol/l. The repeat result was 139.28 mmol/l. For patient 2, the initial na result was 133 mmol/l. The repeat result was 141 mmol/l. For patient 3, the initial na result was 120 mmol/l. The repeat result was 135 mmol/l. For patient 4, the initial na result was 130 mmol/l. The repeat result was 136 mmol/l. For patient 5, the initial na result was 133 mmol/l. The repeat result was 140 mmol/l. For patient 6, the initial na result was 134 mmol/l. The repeat result was 141 mmol/l. For patient 7, the initial na result was 135 mmol/l. The repeat result was 143 mmol/l. For patient 8, the initial na result was 134 mmol/l. The repeat result was 141 mmol/l. For patient 9, the initial na result was 133 mmol/l. The repeat result was 141 mmol/l. For patient 10, the initial na result was 134 mmol/l. The repeat result was 140 mmol/l. No questionable results were reported outside of the laboratory. The repeat results were deemed correct.

Manufacturer narrative:
The field service engineer (fse) replaced the ise pump head, checked tubing, and performed calibration and qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.